Event description:
Additional information was received from the patient (pt). They reported that they reached out to their manufacturer representative (rep) who helped them with the issues. Pt noted that the stimulator was accidentally turned off and they didn't know that it was off. The rep turned the device back on and adjusted the stimulation down, therefore resolving the tingling sensation. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The caller said the pt noticed their ins was not going down from 100% for the past week or so. The caller said today the pt noticed their controller said stimulation was off. The caller also reported that the pt started noticing new tingling, and the caller said they turned down the therapy and then were working with the pt to slowly turn up the therapy to see when the tingling occurred and to hopefully get the pt's stimulation comfortable again for the pt. The tingling started about a week ago. Patient services helped the pt turn their therapy back on and redirected the patient to their hcp if the issue persisted.